Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and found di water had leaked from reagent probe a. Fse replaced the reagent probe a wash collar vacuum valve (solenoid valve) to resolve the leak and cuvette not dry error issues. No further leak and errors observed. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported a "cuvette not dry at reagent inject" error and fluid leak on their unicel dxc 600i instrument. The customer stated the leak was uncontained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.